Event description:
Boston scientific received information that the right atrial (ra) lead was incorrectly positioned resulting in another procedure to reposition the lead six days later. During the procedure, it was impossible to completely extend and retract the lead again and it was then extracted. Once extracted, the helix was tried on the table and found to take 20 turns to extend and retract it. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. After removing the dried body fluid a laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing caused the irregularity in the helix function.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.